Event description:
The patient contacted lifescan in 2005 alleging that the meter was set to the incorrect unit of measurement (uom). The medical affairs specialist (mas) spoke to the patient one day later and obtained/verified the following information: the patient had noticed that the meter was set to the incorret unit of measurement (uom) for the past two months. Recently she received a reading of 13.4 mmol/l (241 mg/dl) and assumed that the meter was 134 mg/dl. She was unable/unwilling to verify if she experienced any symptoms. She started to eat to elevate her body glucose reading. She contacted emt's and they arrive 15-20 minutes later and her reading was 198 mg/dl on the paramedic's meter. She did not receive any medical treatment and was not taken to the hospital. She was advised to contact lfs. The meter was previously set to the correct uom and the patient does not recall recently changing the uom. Even though the patient noticed the decimal point on the meter for the past two months, she still took her set amount of insulin 70/30 (53u am and 43u pm) and 1000 mg of glucophage 2x a day. Customer care agent (cca) sent the patient a replacement meter and testing strips.